Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate: while inspecting the bare stent, it has been observed that the strut of the stent was broken. The age and gender of the patient is unknown. The target was an aortic stenosis. When the product was taken from the packaging, it looked normal but when the physician felt the stent, he noticed the fractures. The stent was discarded as soon as the fractures were felt. The product was not used in the patient. Another device was opened and the stenosis was successfully treated. There was no reported injury to the patient.

Manufacturer narrative:
It was reported that after crimping the palmaz xl stent on the balloon when the device was about to be introduced into the patient, it was noted that the strut of the stent was broken. The device was not used in the patient. Another device was opened and the aortic stenosis was successfully treated without injury to the patient. It was reported that when the product was taken from the packaging it looked normal, but when the physician felt the stent after crimping the fractures were noted. It was also reported that the device was (B)(4) prior to return. One non-sterile unexpanded (as crimped) stent was received in a plastic bag. Blood residues were observed on the component. A visual inspection shows that the stent was damaged / disfigured in a manner that has caused features to be severely overlapped. Additionally one area appears to have been cut or pinched. When observed under microscope, one strut was found fractured. The stent was sent to a sem analysis for further investigation. Sem analysis was performed and the results showed that the stent the fractures presented evidence of smearing and bending in the edges. Abrasions were observed on the outer faces of the broken edges and no chemical attack or material degradation characteristics were noted in the fracture surfaces. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent fracture was confirmed. The sem results indicate that the stent the fractures presented evidence of smearing and bending in the edges. Also, there was blood present on the component, which implies attempted use. At this time assignment of root cause for this complaint is speculative; however, based on the report that there were no damages noted prior to crimping the device and the evidence presented by the returned device and the sem analysis results, it appears that procedural factors/crimping process, contributed to the event. Based on the analysis of the device and the device history record review, there is no indication that the event is related to manufacturing factors. Therefore, no corrective actions will be taken at this time.